Manufacturer narrative:
The device was evaluated on-site by a field service engineer (fse). The fse had the customer clean the exterior of the scope connector, and verified that there was no residue or oxidation build up on the light source socket. The fse was unable to duplicate the b30 scope communication error, multiple scopes were tried and the cabling / configuration were verified. It was recommended to send back the light source to olympus if the problem persists. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a b30 communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " error code b30" malfunction could not be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.